Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the complaint that found damaged iui connectors was not confirmed as the device was not returned for the investigation. No device was returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states: inspection of inter-unit interface (iui) connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. There was no patient involvement. Root cause: the root cause of the report that found damaged iui connectors was not determined, as the device was not returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules were assessed and found to have damaged iui connectors. This was observed by bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that pump modules were assessed and found to have damaged iui connectors. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.